Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and could not replicate the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon reported a few centimeters of inaccuracy anterior and posterior after completing a passing registration. They reported that they were 10-20 millimeters off. A manufacturer representative mentioned that the spheres of accuracy were consistent with where they were intending to navigate, however this inaccuracy occurred in these regions. The left and right accuracy was fine, just the anterior and posterior inaccuracy occurred. The representative had the surgeon reverify the instruments and switch out the patient tracker. Upon seeing the inaccuracy again, the representative had the surgeon swap out the instruments, reverify, and the site still reported the same behavior. The inaccuracy was only in depth so the site proceeded and visually made up for the discrepancy. The surgery was completed using the navigation system and there was no reported patient impact. There was a reported delay to the procedure of less than one hour due to this issue.